Event description:
During the pump run, the oxygenator gradually failed to oxygenate the blood. The co2 exchange was fine. The oxygenator was rapidly changed after one hour of pump run. However, the second oxygenator did the same thing. There was no specific morbidity for the patient as patient always had adequate blood gases and oxygenation.